Manufacturer narrative:
Internal file number - (B)(4). User facility (voluntary / mandatory) medwatch report number mw5073736. Evaluation summary: the device was returned for analysis. The reported stent dislodgement was confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. User medwatch report 336292 sxg_1-009001ea4803b7b02.pdf.

Event description:
Medwatch voluntary user facility (mw5073736) was received on 12/22/2017 stating: attempt to place stent. Calcified prox circumflex and ramus. Stent would not cross and sheared off the balloon when moved back to the guide. Both retrieved with a snare.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other xience alpine 2.25x12mm is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that the procedure was to treat a moderately calcified ramus coronary artery. A 2.25 x 12mm xience alpine stent delivery system failed to cross the lesion. When being pulled back into the guiding catheter (gc), the stent became dislodged. A second attempt was made with another same size xience alpine, but also failed to cross the lesion and became dislodged when pulled back into the gc. Both devices were retrieved via a snare device. No resistance was reported. A 2.25 x 12mm non-abbott stent was used to successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.